Manufacturer narrative:
Device evaluation: the device involved in this complaint was not available for return to cirl, therefore a document based review will be complete. Documents review including IFU review: prior to distribution cotton-leung devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the cotton-leung device could not be complete as the lot number is unknown. As per instructions for use, ifu0045-6 which accompanies this device, potential complications section: ¿those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ root cause review: a definitive root cause could not be determined from the available information. However, as per the instructions for use, migration is a known potential complication. Summary: complaint is confirmed based on customer testimony. Stent exchange was performed and replaced with either a plastic or metal stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A biliary sphincterotomy was performed and a plastic stent was placed across the stricture and confirmed under fluoroscopy. The adverse event (stent migration) occurred in 1 patient. Re-intervention was required due to this occurrence - stent exchange was performed and replaced with either a plastic or metal stent. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 based on the requiremet for intervention (stent replacement) due to adverse events also reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent migration'.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. - attachment: [(B)(4)_preoperative biliary drainage_cc_(B)(6) 2019.pdf]

Event description:
A biliary sphincterotomy was performed and a plastic stent was placed across the stricture and confirmed under fluoroscopy. The adverse event (stent migration) occurred in 1 patient. Re-intervention was required due to this occurrence - stent exchange was performed and replaced with either a plastic or metal stent. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 based on the requirement for intervention (stent replacement) due to adverse events also reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent migration'.